Manufacturer narrative:
This report is submitted on 13 august 2020. Attachment: [95722-dar.pdf].

Manufacturer narrative:
This report is submitted on 25 june 2020.

Event description:
Per the clinic, the patient experienced poor performance and non-auditory sensations with device use. Subsequently the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.